Event description:
The physician was attempting to advance an endeavor resolute drug-eluting stent to the lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on return to manufacturing facility damage was noted to the stent. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (stent deformation and failure to deliver the stent). Results and conclusions: (vessel morphology). Evaluation summary: the stent was positioned on the balloon between the marker bands. The 7th proximal stent segments were raised and deformed. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).